Event description:
The customer reported a potential false negative anti-d result on a pt samples using a mts abd monoclonal and rev grouping card. An event of this type could cause a pt's blood type to be misclassified. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found the customer's observation could not be verified using the sample, returned cards and retained cards. There is no evidence supporting analyzer or gel card malfunction. The root cause of this event is unk.